Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - cpla-0002462436 ¿ mobile, serial number ¿ (B)(4). (B)(6) - cpla-0002466894 ¿ aviva, serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results: mobile meter ((B)(4)), compared to aviva meter ((B)(4)), within 10 minutes: 18.6 mmol/l on mobile meter and 3.3 mmol/l on aviva meter (system 3). No adverse event reported. Mobile test strips are no longer available. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.